Event description:
It was reported the device was being during a gastric procedure. It was reported the hand piece caused the generator to emit a constant tone. Another hand piece was used to complete the case. There was no adverse patient outcome.